Event description:
New information received states that the lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic for follow up when externalized conductors were observed via x-ray. The electrical function of the lead was tested and no anomalies were detected. The patient was asymptomatic. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 53.2cm was returned for analysis. External insulation abrasion was noted at 42.1-42.8cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.2-14.3cm and 25.3-28.0cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.7-15.9cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.